Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patella clamp ratchet was broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the surgeon stated the patella clamp ratchet is broken and the instrument is being returned. It was unknown if there was any surgical delay. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that the locking mechanism is not working as intended. No broken fragments were observed, therefore the report allegation cannot be confirmed. Functional test was performed and the locking mechanism is not working as intended, confirming device failure. Based on the device age (manufactured in 2014) the potential cause can be attributable to multiple use and services. There are no indications of material or manufacturing defect of the returned device; the device exhibits damage consistent with repeated use. Per the IFU (IFU-0902-00-836), end of useful instrument life is generally determined by wear or damage during surgical use. Care should be taken to regularly inspect components for damage prior to use. Any device that exhibits damage which would compromise structural integrity or usability of the device should be discarded. In the event of instrument breakage during use, ensure that all device fragments that may have entered the surgical site are removed prior to completion of the procedure, as patient injury may result. The overall complaint was unconfirmed as the observed condition of the attune patella drill clamp would not contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.